Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent tibial revision surgery due to non-union. Surgeon explanted the titanium cannulated tibial nail and put in a new nail, and added a small fragment plate and screws, and harvested bone graft using ria. The procedure successfully completed. The patient outcome is unknown. This report is for one (1) unknown locking screw. This is report 5 of 7 for (B)(4).